Event description:
It was reported that during an unk procedure, the surgeon was not able to reopen the device. There was no pt consequences reported.

Event description:
It was reported that during a gastric bypass procedure, after the new gun with the new reload was fired at the side to side (jejunum to jejunum) anastomosis, the surgeon found the formation of the staples was incomplete. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device returned the analysis results found that two (B)(4) reloads were received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. In addition one picture was received for analysis and no further conclusion could be obtained. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.